Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead was unable to screw into the septum, and the helix was damaged. The lead was not used. The patient was in a stable condition.